Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that during extracorporeal membrane oxygenation (ECMO) support, the patient's oxygen partial pressure (pao2) consistently remained below 100 mmhg. Medical staff repeatedly investigated whether the oxygen source was the issue, checking the wall oxygen outlet, oxygen supply tubing, and oxygen tube filter valve multiple times. After investigation, no issues were found with the oxygen source. The membrane oxygenator was directly connected to the wall oxygen through an oxygen tube, and the oxygen flow rate was adjusted to the maximum, however, oxygenation did not improve. There was no thrombus formation inside the membrane lung. Until 5:00 pm (local), arterial blood gas results showed that the pao2 before and after the oxygenatormembrane remained below 100 mmhg. As the patient had acute respiratory distress syndrome (ards) and had an urgent need for oxygenation, and since the oxygen source had been repeatedly verified with no issues, it was comprehensively considered that the oxygenator was not adequately oxygenating. There was an urgent need to replace the membrane oxygenator with a new one, resulting in a blood loss approximated at 500 ml. Immediately after replacing the oxygenator, a blood gas test was conducted, and the post-membrane pao2 was 405, indicating that the oxygenation had been corrected. The replaced oxygenator was examined, and no thrombus formation was found. The complaint sample was not available for product return.

Event description:
A user facility reported that during extracorporeal membrane oxygenation (ECMO) support, the patient's oxygen partial pressure (pao2) consistently remained below 100 mmhg. Medical staff repeatedly investigated whether the oxygen source was the issue, checking the wall oxygen outlet, oxygen supply tubing, and oxygen tube filter valve multiple times. After investigation, no issues were found with the oxygen source. The membrane oxygenator was directly connected to the wall oxygen through an oxygen tube, and the oxygen flow rate was adjusted to the maximum, however, oxygenation did not improve. There was no thrombus formation inside the membrane lung. Until 5:00 pm (local), arterial blood gas results showed that the pao2 before and after the oxygenator membrane remained below 100 mmhg. As the patient had acute respiratory distress syndrome (ards) and had an urgent need for oxygenation, and since the oxygen source had been repeatedly verified with no issues, it was comprehensively considered that the oxygenator was not adequately oxygenating. There was an urgent need to replace the membrane oxygenator with a new one, resulting in a blood loss approximated at 500 ml. Immediately after replacing the oxygenator, a blood gas test was conducted, and the post-membrane pao2 was 405 mmhg, indicating that the oxygenation had been corrected. The replaced oxygenator was examined, and no thrombus formation was found. There was no indication of resulting patient injury or deviation from the intended course of ECMO support. The complaint sample was not available for product return.

Manufacturer narrative:
Plant investigation: the described situation is adequately addressed in the instructions for use and/or on the label. Documentation of module production revealed no non-conformity during the manufacturing process. The trend analysis showed no similar complaints under the same batch number. As the complaint sample was unavailable and a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. The potential causes for low post-oxygenator arterial oxygen or low oxygenator performance can be attributed to the product as well as application and/or patient related. A failure in the gas exchange fiber could be due to a problem with raw material, further processing during manufacturing of the oxygenator. Additionally, the performance of the gas exchanger is influenced by application parameters like anticoagulation (act, aptt), blood flow and sweep gas flow fraction of inspired oxygen. Clotting of the oxygenator can negatively impact gas exchange. Additionally, high blood levels of fats (high serum lipid levels, e.g. As a result of i.v. Nutrition [with lipids] or sedation with propofol) or high fibrinogen can lead to secondary membrane formation in the oxygenator which may result in impaired gas exchange. Due to the increased number of complaints describing a low post-oxygenator arterial oxygen value, a quality event was opened for further investigation.